Event description:
The customer reported that their alarms did not sound at all and then some ring every 5 seconds.

Manufacturer narrative:
The customer reported that one of their monitors was not working like their other monitors and stated that some alarms do not sound and others sound every five minutes. There was no report of any adverse patient impact. The customer was unable to provide us with strips or log files. A philips field service engineer (fse) went on-site and found the monitor to be fully functional. The fse stated that the hospital staff was not familiar with the monitor and the alarm functions. The fse instructed the customer on alarm reminder functionality and showed them how to capture and print vital signs. Additionally, for customer satisfaction, the fse cloned the software configuration from another monitor and reloaded the software. No malfunction is supported by the available information. This complaint has been evaluated and does not allege a death or serious injury. The available information is fully consistent with a user silencing the alarms and reminder alarms subsequently ringing. Our instructions for use for this monitor also cautions the user not to rely exclusively on the audible alarm system for patient monitoring as the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. The available information supports that there is no known health risk for the patient or users. There is no indication that this issue could be difficult to detect. Additionally, the available information from this report does not support that this issue represents a systemic, design or labeling problem. No further investigation or action is warranted. (B)(4).